Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The examination carried out based upon the manufacturing and material documents showed that the existing pedicle screw and screw holder were manufactured according to specification. No precise cause of damage can be determined for the jamming of the screw holder. The article was manufactured according to specification.

Event description:
It was reported that the uss hook and screw holder was jammed. It was not possible to tighten the sleeve even though the rod was in the correct position. The sleeve and nut were discarded twice. The physician then decided to replace the entire screw. The stick could not be separated from the screw. This is report 1 of 1 for complaint (B)(4).